Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited system failure, in history. Reported battery at 5% upon receipt, and the unit infused for 40 minutes prior to depletion. No reported adverse effects.